Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported the leakage from the bellows. There was no reported patient involvement or patient injury.

Manufacturer narrative:
New information was received that the leakage rate was 1.5l/minute. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The reported event was not reportable.